Manufacturer narrative:
Siemens healthcare diagnostics inc. Filed the initial MDR (2432235-2016-00814) on december 29, 2016. January 12, 2017 additional information: the customer has confirmed that the system is operational. The customer did not request that a field service engineer be dispatched to the customer site. The instrument is performing according to specifications. No further evaluation of this device is required. Corrected information: the initial MDR 2432235-2016-00814 has december 30, 2016 written in report date. MDR 2432235-2016-00814 was filed on december 29, 2016.

Manufacturer narrative:
Although clotting was a factor, siemens healthcare diagnostics inc. Is investigating the cause of the discordant low hemoglobin result on one patient sample on the advia 2120i with dual aspirate autosampler instrument.

Event description:
Customer complained of a discordant, low hemoglobin (hgb) result. Patient hgb result was 7.0 g/dl at first aspiration with blasts, atyps (atypical lymphocytes), nrbc (nucleated red blood cells) morphology flags. A second aspiration from collection tube 1 generated a hgb result of 7.1 g/dl with no flags at all. After the second aspiration from collection tube 1, clots were discovered in collection tube 1. These results were not reported to the physician. A second collection tube (collection tube 2) was obtained and tested. The hgb result was 11.0 g/dl and reported to the physician. Customer reported that there were no reports of patient intervention or adverse health consequences due to the discordant hgb results as they were not reported to the physician.